Event description:
Repair request initiated for device with the report of detached parts. Information was received indicating the tip was chipped off. It was reported that there was no patient or user impact. Repair request escalated to product event based on reason for return. Upon decontamination, damage to the foot of the attachment by tool contact was identified. Upon follow-up it was confirmed there was no impact to the patient or the user. It was confirmed there was no medical intervention required; the damage to the attachment occurred preoperative.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. It was also noted that the distal bearing was corroded and the color band was faded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 74 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).